Event description:
The account alleged the head up function ran unintentionally. No injuries and the account is not aware if a pt was in the bed. The account has isolated the issue to the bed pendant.

Manufacturer narrative:
A new pendant has been sent to the account to repair the bed.